Event description:
A hospital in (B)(6) reported, via a fisher & paykel healthcare (fph) (B)(4) representative, that the mr290v humidification chamber, which was connected to a pt using an rt200 adult breathing circuit, overfilled during ventilation. The mr290v chamber overfilled to approx 25 ml above the black water level line. When the hospital staff removed the chamber, emptied out the excess water and refitted back in the pt circuit, the chamber overfilled again. The mr290v chamber was sent to (B)(6) of the hospital for investigation. On receipt of the complaint mr290v humidification chamber, (B)(6) conducted a visual inspection and no obvious signs of damage were found. When the chamber was connected to a bag of sterile water for several hours and after the initial fill up to the black water level line, no further overfilling occurred. (B)(6) further reported that it was difficult to ascertain the exact cause of the failure, but it was possible that the float/valve mechanism of the chamber failed, causing the overfill. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The (B)(6) of the hospital conducted a preliminary investigation on the complaint mr290v humidification chamber before it was sent to fisher and paykel healthcare (B)(4) for further investigation. It was noted from their investigation report that no obvious signs of damage were found on the complaint device. When the chamber was connected to a sterile water bag for several hours, the water level stopped up to the black water level line after the initial fill. Both the primary and secondary floats of the chamber worked properly and no overfilling occurred during their investigation. Fisher and paykel healthcare (fph) (B)(4) conducted an investigation on the returned mr290v humidification chamber to replicate the reported fault and to confirm the investigation results provided by (B)(6) of the hospital. Below is an outline of our method(s), results and conclusion/discussion. Method: the returned mr290v humidification chamber was inverted to check for the movement of the floats. It was also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. The chamber was also cut open from the aluminum base to further check the movement of the float assembly and to verify the dimensions of the vital components inside the chamber. Results: float movement - when the chamber was inverted, both the primary and secondary float were able to move freely. Upon inspection of the chamber, there was no noticeable damage to the aluminum base. Float functionality - it was observed that the primary float moved upward until it stopped just below the water level line. To check for the functionality of the secondary float, the primary float was de-activated by inserting a modified float stopper into one of the chamber ports. When the chamber with the deactivated primary float was reconnected to the water feedset, the water was observed to rise above the maximum fill line, but was eventually stopped by the secondary float. This suggests that both the primary and secondary floats are functioning correctly and is consistent with the test results provided by (B)(6) of the hospital. Float specification - when the chamber was cut open from the aluminum base, no restriction was found with regard to the movement of the float assembly. Each component inside the chamber was correctly attached. All vital components of the float assembly complied with the current drawing specifications. Lot check - a lot check revealed no other complaints of this nature for this lot number. Conclusion/discussion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the pt. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v humidification chamber. The investigation further confirmed that both the primary and secondary floats were functioning correctly. This is consistent with the investigation results provided by (B)(6) of the hospital. Overfilling is usually caused by both the primary and secondary float mechanisms in the mr290 humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber, but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. On the basis of the results of our investigation, we are unable to ascertain the specific root cause of the reported incident. However, the fph's instructions for use (IFU) specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the mr290 humidification chamber. A written description of the meaning of the symbols used is also included in the IFU. A review of our manufacturing records of the lot number provided revealed that it passed all of the required production tests. It should be noted that the float mechanism of every mr290 humidification chamber is performance tested during production and those that fail are rejected. There are no pt consequences reported as a result of the incident. (B)(4).